Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that stent damage occurred. After pre-dilatation with an unknown balloon catheter, the target lesion had 90% stenosis. A 2.50 x 16mm synergy xd drug-eluting stent was advanced for treatment but failed to cross the lesion. Upon removal, it was noted that the stent strut was lifted. The procedure was completed with a different device. There were no patient injuries nor complications reported.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by manufacturer: synergy xd mr ous 2.50 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts in the proximal region of the stent were found to be bunched. The undamaged stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no sign of distal tip damage. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent damage occurred. After pre-dilatation with an unknown balloon catheter, the target lesion had 90% stenosis. A 2.50 x 16mm synergy xd drug-eluting stent was advanced for treatment but failed to cross the lesion. Upon removal, it was noted that the stent strut was lifted. The procedure was completed with a different device. There were no patient injuries nor complications reported.